Manufacturer narrative:
Upon inspection, the exhalation valve diaphragm was found upside down in the exhalation assemble. The unit was tested in the environment chamber at low and high temperatures, with no failures noted. Testing could not duplicate the problem discribed by the user.

Event description:
While rn was bathing the baby, the ventilator stopped cycling, went vent in-op, and alarmed.